Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality, encapsulation and labeled as left side.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and "exchange of textured breast implants due to the patient¿s concern with the product."

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "exchange of textured breast implants due to the patient¿s concern with the product." Device remains implanted.